Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 22-april-2024, it was reported by the patient that infusion set was leaking from site. Since last 3 days the infusion set was in use. No further information was available.